Event description:
It was reported that a perianal fissure developed while the device was in place. It was also reported the device was discontinued on the pt.

Manufacturer narrative:
Based on the available info this event is being reported as a serious injury. It was stated multiple attempts were made to gather add'l pt/event info. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.